Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hysteroscope's ceramic tip was damaged. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.